Event description:
Pt reports that the clear part where the cap is connected to the pump is cracked. (B)(4). She did not mention when this happened. She did not mention if she was using this pump. No adverse effects reported. Replacement pump will be sent to pt and a return box for her to send defective one. No other info provided.